Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient device was found to be undersensing causing false asystole episodes. Programming changes were discussed. There was no known consequences to the patient. No further information is available at this moment.